Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. Boston scientific technical services noted the morphology appeared to look like it paced. The patient was not pacemaker dependent at the time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.